Event description:
Inspection of all the potentiometers of the unit found the following potentiometers bad: the potentiometes were upper pressure limit, pclap, pslap, peep, insp rise time, insp time percent, lower alarm limit and upper alarm limit. No patient injury occurred as this unit was not on a patient. The unit is not back in service as they are awaiting parts.